Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was unknown. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.